Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of corewire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual analysis of the device revealed that the corewire was broken and the ptfe was peeled. The returned device was also sent for external analysis to determine the fracture failure mode. The results showed that the wire was subjected to fatigue/tension overload in the wire section exposed to high temperature during the procedure that may have caused the fracture on the corewire. The complaint was confirmed. It is most probable that anatomical/procedural factors could have generated the failures encountered. The most probable root cause is "operational context."

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an annular pancreas drainage procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the jagwire guidewire was inserted into the inner lumen of the non bsc endoscope and was exchanged to an energization dilator. Current was applied however, it was unable to deliver the current to the dilator. During insertion of a drainage tube after dilating the puncture site, it was noticed that the ptfe coating of the jagwire guidewire was peeled. No part of the device detached inside the patient. The procedure was completed with a new jagwire guidewire. According to the physician, the ptfe coating was peeled by the needle of the non bsc endoscope and the exposed corewire was broken by the energization with a diathermic sheath (energization dilator). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an annular pancreas drainage procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the jagwire guidewire was inserted into the inner lumen of the non bsc endoscope and was exchanged to an energization dilator. Current was applied however, it was unable to deliver the current to the dilator. During insertion of a drainage tube after dilating the puncture site, it was noticed that the ptfe coating of the jagwire guidewire was peeled. No part of the device detached inside the patient. The procedure was completed with a new jagwire guidewire. According to the physician, the ptfe coating was peeled by the needle of the non bsc endoscope and the exposed corewire was broken by the energization with a diathermic sheath (energization dilator). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.